Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer confirmed leaking from cap piercer assembly . Service replaced the cap piercer assembly and that resolved the issue with the leak. The software version of the instrument is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leak from the cap piercer of their unicel dxc 600 pro synchron system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.